Manufacturer narrative:
(B) (4).

Event description:
The implantable neurostimulator overdischarged 3 times. The hcp planned to replaced the neurostimulator. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.